Event description:
This report was received via a lens return. On 6/10/99, this woman had a cataract extraction with implantation of a 912/20.00 (d) ceeon lens in her right eye. At some time postoperatively, subluxation of the lens occurred and it was explanted on 8/12/99. Upon explant, the haptic broke. No other info was provided with the lens return. Add'l info is being requested from the ophthalmologist.